Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a non-penumbra coil using a non-penumbra microcatheter. The physician then attempted to deploy a smart coil, however the physician was unable to advance the smart coil through the hub of the non-penumbra microcatheter; the physician re-attempted several times to advance the smart coil into the microcatheter, but the smart coil would not advance. Therefore the smart coil was removed. The procedure was then completed using additional non-penumbra coils. There was no report of an adverse effect to the patient.